Manufacturer narrative:
The customer used lab protocol to clean the bottle for use. The product was not returned for eval. Root cause is unk. The supplier was notified of the issue for further eval. This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Event description:
Customer reported a potential chemical hazard when act 5diff wbc lyse reagent leaked. A small amount had leaked from the cap and onto the side of the bottle. There was no exposure to the act 5diff wbc lyse reagent. There was no exposure to open lesions or mucus membranes. Operators were wearing appropriate personal protective equipment of lab coat and gloves. Medical attention was not required. No reports of death or serious injury, and no affect to operator safety as a result of this event.